Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and examined the system and confirmed that system has no power. Review of the logfile confirms the system has no power malfunction and the cause was found to be hospital mains power was lost. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the main breaker in the hallway was tripped due to hospital power issue. To resolve the issue, the fse reset the breakers. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. An external power failures or outages may occur, which can cause the azurion system not to boot up or start up, or to shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.